Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue. The fse replaced distal set up joint (dsuj) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the arm 4 was faulting with a recoverable fault 23105. The customer attempted system reboot with no change. The customer performed a second reboot. After the second reboot the system faulted out again. The customer rebooted the system with no change. The customer repositioned set up joint (suj) with no change. The customer disabled arm 4 and recovered fault. The customer proceeded with 3 arms. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The distal set up joint (suj) was analyzed and the complaint was not confirmed by failure analysis. The error was confirmed in the field via logs, but it was not replicated during in-house testing.

Event description:
Refer to h10/h11 for follow-up information.